Event description:
Customer reportedly received results of 400 mg/dl and lo (less than 10 mg/dl) within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.